Event description:
Device 1 of 3. Reference MFR report #1627487-2013-12463, 1627487-2013-12464. It was reported the patient experienced heating at the ipg site. The sjm representative unsuccessfully reprogrammed the system. The patient had the system explanted, date unknown. Follow-up determined the patient is experiencing significant pain from the explant procedure. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories. This model number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.